Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting off. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.